Manufacturer narrative:
Complaint was confirmed for straight shots due to small piece of wire being lodged in the tip. This occurs when user forms more than the maximum number of constructs as specified in the instructions for use for this device.

Event description:
Not firing correctly--started procedure working ok, after reloading cartridge wouldn't work. Unit found to form straight shots after evaluating on 01/05/2007.